Manufacturer narrative:
No product is being returned for evaluation but lot is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Laparoscopic left hemicolectomy - "trocar have allowed the development of an important and extensive subcutaneous emphysema that progressively reached patient neck. This situation took to an excessive reabsorption of co2 with considerable difficulty by anesthesiologists to maintain an adequate ventilation. Need to transfer patient in intensive care at the end of intervention."